Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went up to 500 mg/dl, which did not decrease until she gave herself a manual insulin injection. The customer changed her set three times and used three different locations but her blood glucose remained high. The customer's current blood glucose is 204 mg/dl, and she felt lethargic and thirsty as a result. Troubleshooting was declined for the high blood glucose. However, a high pressure test was performed and the insulin pump successfully alarmed no delivery. No products were returned or replaced.